Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device. Based on the results of the investigation, it is likely the following led to the malfunction: the subject device was returned to olympus without conducting a reprocessing properly at the facility due to brushes caught in instrument channel. The event can be detected/prevented by following the instructions for use: instructions states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the biopsy channel. There were no reports of patient involvement.